Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the cord had a cut, with copper wires visible. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician during the device evaluation the cable was severed and copper wires were exposed. Based on a review of the risk documents and device IFU, this type of wear may happen if the cable is run over, pinched, or the connectors are twisted for insertion or removal. The cord is not a repairable device and will not be returned to the user facility.